Manufacturer narrative:
Additional information was provided in b.5. And h.10. The initial decision to report was incorrect resulting in the initial report being submitted in error. The manufacturer internal reference number is: (B)(4).

Event description:
The 21.0 lens was exchanged for a 21.5 lens 21.0 lens due to wrong power, rotation issue and missed aim. This does not meet criteria for reporting based on applicable medical device regulations. A lens exchange from one power to a different power is an attempt to adjust or fine tune the refractive outcome trying to achieve a desired target when the initial lens calculations did not achieve the intended outcome. There is no reported defect or fault with the lens.

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an explantation of an intraocular lens (iol) with a clinical reason for explant of "wrong power." Additional information was received indicating "wrong power with rotation missed aim." Additional clarification has been requested; however, further information has not been received.